Event description:
On (B)(6) 2013, a patient reported that she believed her pump was not delivering insulin correctly; no errors or alerts were displayed. She indicated that she was not feeling well starting (B)(6) 2013 and was experiencing fluctuating blood sugar values from 20mg/dl to 400/450 mg/dl. The patient indicated that her readings did not decrease despite manual injections while still using her primary pump. She switched to her back-up pump on (B)(6) 2013 using new accessories. She stated that her blood sugars returned to normal (80-120mg/dl) and that she was able to self-treat the entire time using food and manual insulin injection therapy. The patient had changed all accessories while she was having the fluctuating values. The accessories were discarded, and the pump was requested for evaluation. No product issues were noted during troubleshooting.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.